Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7070046. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070084 and 7070153 and 7070224.

Event description:
It was reported that the patient experienced inadequate stimulation causing inadequate pain relief. Reprogramming was done but did not resolve the inadequate stimulation. The patient underwent an explant procedure in which the system was removed. The patient is doing well post operatively. The devices will not be returned for analysis to the manufacturer as they were disposed of by the facility.